Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer. The physician was able to retrieve the capsule from the back of pt's throat with a snare. The pt was not injured following the procedure.